Event description:
Pt reported multiple concerns when using the infusion sets. The infusion device often displays e4 occlusion errors and the infusion cannulas are often bent. Pt has had elevated blood glucose of approximately 350 mg/dl, and there has been blood in the infusion tube and on the adhesive. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue. Additional information was not provided. Infusion set was returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.